Manufacturer narrative:
Lumenis investigated the reported event. The foreign facility had reported that during a laser lithotripsy for kidney stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilized, a footswitch error massage appeared "attach footswitch" . Unable to continue with the system, an alternate method was used to complete the procedure. Later a user facility engineer, repaired the broken cable and the system returned to working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 04-jul-2013 and installed at the customers site on (B)(6) 2014. A review of historical product complaints from the past two years shows that the same malfunction of footswitch failure has not led to serious injury. A review of system risk files (doc (B)(4) revealed risk #2.13; system failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. The faulty footswitch was not return to lumenis therefor, no further investigation is possible. It is possible that a heavy machinery ran over the cable during the operation. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
Lumenis received a foreign user facility submitted cfda report (B)(4) on 29-dec-2019 regarding an event that allegedly happened on the (B)(6) 2019. During a laser lithotripsy for kidney stone procedure in which a lumenis versapulse powersuite 60w laser system was being utilitzed, a foot pedal problem occurred. Unable to continue with the system, an alternate method was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.